Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon said the pt's knee was infected and he removed the insert, washed the knee and replaced with new insert."